Manufacturer narrative:
It was reported that the modular impactor handle button malfunctioned and would not work on the release mechanism. The incident had no effect on the patient and the surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the modular impactor handle button malfunctioned and would not work on the release mechanism. The incident had no effect on the patient and the surgery was completed successfully.